Event description:
It was reported that when using the bd pyxis¿ es server multiple patient orders were not crossing over to multiple stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patient orders were not crossing over to multiple stations. A technical support specialist (tss) identified an issue where certain patient orders were not transferring to the pyxis stations and determined that the root causes were unmapped or new order types and missing frequency code mapping. The tss noted that the issue was intermittent and confirmed that the specific order type had been in use for a long time without recent changes. The tss verified with the customer that the issue was no longer occurring and that the system was currently stable. The tss advised that the customer would proceed with updating the frequency mapping to prevent recurrence and based on stability, left the system unchanged with no further action required unless the issue reoccurred. The system functioned as intended after the technical support specialist inspected the issue.